Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient has alleged headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings included: grass on heater plate, excessive dust in/on sound abatement foam, dust on blower box and in fan, dust on pca. The internal investigation showed that there were signs of contamination inside of the device. There was noted to be an indeterminate organic plant like material on the heater plate. There was also an unknown dust contaminate on the heater plate. It was observed that an unknown dust contamination on and in the sound abatement foam. The sound abatement foam did not leave a residue on technician's gloves but was in the beginning stages of degradation. Pil is unable to address the complaint or symptoms. Pil found no evidence of sound abatement foam degradation or breakdown. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d1, d4 and h4 were missed to capture in initial report and were captured in this report and sedtion d8, d9, h2, h3 and h6 were updated in this report.